Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the reset process. After the reset, the cgm error did not occur again, and the caller successfully started their sensor session.